Manufacturer narrative:
The hill-rom technician found the right side rail membrane needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Head section motor: inspect the actuator assembly. Make sure the pins and retaining clips are intact and not missing. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and that no audible overload indication can be heard during the movement. Repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right side rail membrane to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section of the bed will run down by itself when the bed is plugged in. The bed was located in the basement down bed area at the account. There was no patient/user injury reported. (B)(4).